Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed biphasic pcb and therapy pcb assemblies at the failure analysis center; however the reported failure was not duplicated. A conclusive cause of the reported failure could not be determined.

Event description:
It was reported that the device would not charge its defibrillation energy higher than 10 joules. There was no pt use associated with the reported failure.